Event description:
It was reported the device shuts off during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed the tamper seal was intact upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation as intermittent power shuts off when the power switch is turned on. Root cause of the reported event is unknown, but the device powers up normal when the batteries are adjusted a couple of times. The battery compartment will be replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.